Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The defective stopper molding event occurred 2 times. The embedded foreign matter event occurred 1 times. The unknown foreign matter event occurred 18 times the following information was provided by the initial reporter: damaged tube x2 dirty stopper x3 dirty inside of stopper x15 black spot in tube x1.¿

Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding, embedded fm-tube, and fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded fm-tube and damaged stopper issue through a CAPA # 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on the investigation done, most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The defective stopper molding event occurred 2 times. The embedded foreign matter event occurred 1 times. The unknown foreign matter event occurred 18 times the following information was provided by the initial reporter: damaged tube x2 dirty stopper x3 dirty inside of stopper x15 black spot in tube x1.¿